Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call on that they received a critical pump error. The customers blood glucose was unknown at the time. The customer noted they saw a ¿critical pump error¿ with a red x after going into the pool with it. No troubleshooting was performed. The customer will be receiving a replacement insulin pump and is using a backup plan per healthcare provider¿s instructions. Customer was advised to return the broken pump for analysis.